Event description:
Contact reported the surgeon advanced screw into pedicle with viper tower locked on screw head. When surgeon tried to disengage tower, the screw head snapped off the shank. Surgeon removed screw shank with removal tools and placed a larger size screw in patient.

Manufacturer narrative:
The returned screw was received with the screw head broken off at the base where the screw head meets the screw shaft. Visual examination found the flex ball is also broken. Review of the device history records found a lot quantity of (B)(4) was released (B)(4) with no discrepancies. Even though the root cause cannot be positively determined, the noted damage and investigation conclusions on previous related complaints, suggests that the dislodgment of the head from the screw shank is a result of higher insertion torque requirements of inserting larger diameter/longer screws, if not optimally prepared using a full diameter and full depth tap prior to screw placement. CAPA (B)(4) has been opened to investigate this risk and determine appropriate corrective actions.